Manufacturer narrative:
Patient code 3191 captures the surgical intervention. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires df-1 was found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during a device change out procedure this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances measuring 170 ohms. Defibrillation threshold (dft) testing was performed unsuccessfully. When the physician took the can out of the pocket by hand it appeared that the header was loose. There was a separation between the can and the header which could be visibly seen. Subsequently, this ICD was explanted and replaced successfully, however the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances measuring 170 ohms. Defibrillation threshold (dft) testing was performed unsuccessfully. When the physician took the can out of the pocket by hand it appeared that the header was loose. There was a separation between the can and the header which could be visibly seen. Subsequently, this ICD was explanted and replaced successfully, however the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.